Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per bas tm: prevue has cracked screen and image is delayed. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported complaint of ultrasound image delay was inconclusive because the issue could not be reproduced during evaluation. This was a result of the touchscreen being unresponsive during evaluation, likely a result of the screen damage. The screen and probe damage were determined to be likely due to use-related damage. The manufacture site reported that the scanner passed functional testing requirements prior to initial shipment. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per bas tm: prevue has cracked screen and image is delayed. No other information was provided.